Event description:
It was reported that when using bd pyxis¿ medstation¿ es, drawer 3.2 malfunctioned.the customer confirmed that the malfunction occurred when user trying to issue the medication to patient and they used another machine to obtain the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure in main drawer 3.2. A field service engineer addressed the problem by cleaning both the contaminated latch sensor and the inspection magnet. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.